Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, upon priming the plunger bypassed the lens and override. The haptic was broken. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not retuned. Photos were provided. One photo showed a single-piece natural lens on a piece of gauze. Both haptics were broken-gusset area. One was on the gauze. The company device nozzle was also pictured. There appeared to be viscoelastic in the device. The broken trailing haptic was visible on top of the plunger tip inside the nozzle. The gusset area was pinned between the plunger and the nozzle wall. The third photo showed the optic and both broken haptics on a surface. Viscoelastic was observed on the optic. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product was not returned for evaluation. Based on review of the provided photos, the plunger advanced under the trailing haptic. The broken trailing haptic was pinned on top of the plunger between the plunger tip and the nozzle wall. The root cause for the underride cannot be determined from the photo. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).